Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported -1.00 unexpected outcome post cataract surgery. Patient is satisfied with vision post-operatively.

Manufacturer narrative:
Additional information provided. The clinical applications specialist (cas) provided feedback on the event. A review of the images showed sufficient patient fixation, clear media, well-controlled lids and speculum. The only issue observed (which could have influenced the reading) was an extra reflection from pooling of balanced salt solution (bss) near the lids. Due to the fact that the system is an aberrometer and measures light/refractive qualities of the eye, it can estimate a higher lens power if there are any extra light reflections entering the system from the eye. Based on assessment, the product met specifications at the time of release. As the patient¿s resulting vision after the procedure is 20/20, there is no evidence of device nonconformity. The root cause cannot be determined conclusively. (B)(4).